Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that there were errors on the prescription while refilling a patient. The prescription was sent back to the pharmacy to get clarification before the healthcare provider (hcp) was willing to attempt to refill the patient. The patient had dilaudid 2 mg/ml in his pump at .1 mg/day and the hcp decided to add bupivacaine to the pump at 2.5 mg/ml and dilaudid 1mg/ml at .1 mg/day of dilaudid. No problem with the pump, therapy, or programming was reported. It was also reported that the patient had surgery (B)(6) 2012. There were no additional details reported regarding the surgery. It remains unknown if it was related to device or therapy. Additional information has been requested, but was not available as of the date of this report.